Event description:
It was reported that customer had low blood glucose around 30 mg/dl. Customer had not been connected to sensor due to missing documents for processing. Customer was assisted in obtaining required documents. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.